Event description:
It was reported that the customer received a button error alarm on his insulin pump, stating that this was recurring every time he replaced the battery. The customer stated that he was fishing and it rained on him all day, but he was wearing a rain suit and the pocket the insulin pump was in did not get wet. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm. Insulin pump had minor scratches on display window and cracked battery tube threads. No moisture damage noted on electronic assembly or on motor.